Event description:
A hospital in (B)(6) reported via a distributor that the resistance of the expiratory heater wire was high in three (3) rt204 adult dual-heated breathing circuits. The breathing circuits were tested prior to patient use.

Manufacturer narrative:
Date of manufacture: lot number: 100110, date of manufacture: 01/10/2010; lot number: 100116, date of manufacture: 01/16/2010. The 510(k) number: the rt204 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Narrative: the complaint breathing circuits are currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the circuits and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that the resistance of the expiratory heater wire was high in three (3) rt204 adult dual-heated breathing circuits. The breathing circuits were tested prior to patient use.

Manufacturer narrative:
Date of manufacture: lot number: 100110, date of manufacture: 01/10/2010. Lot number: 100116, date of manufacture: 01/16/2010. 510(k) number: the rt204 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Narrative: method: the electrical resistance of the heater wire in the inspiratory and expiratory tubes of the returned rt204 adult dual heated breathing circuits was tested using a multimeter. Results: the resistance of the inspiratory and expiratory tubes of all three breathing circuits was within specification. Conclusion: the reported fault could not be replicated as the electrical resistance of the heater wires in the three breathing circuits was within specification.